Event description:
The doctor reported that the patient comes after less than one month with mobility on the implants on positions #33 #43 & #45. The doctor also reported: bone loss and poor oral hygiene. Non- integration.

Event description:
The doctor reported that the patient comes after less than one month with mobility on the implants on positions #33 #43 & #45. The doctor also reported: bone loss and poor oral hygiene. Non-integration.